Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station data synchronization service that was down. Data synchronization failures or errors recur during the dispense workflow, there were no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station data synchronization services had stopped. The technical support specialist (tss) found that there was an alert pertaining to a data synchronization error. The tss checked the station and confirmed that the med application was down. The tss restarted the station to restore the application failure, and no errors were in the data synchronization log. The system functioned as intended after the technical support specialist troubleshot the device.